Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the left ventricular lead exhibited loss of capture in all configurations. A chest x-ray revealed the lead was dislodged. The lead was successfully repositioned and patient's condition was good after procedure.